Manufacturer narrative:
Initial.

Event description:
It was reported that the user received an ¿unable to proceed¿ error during the press-and-hold for drops step of fill tubing, consistent with an occlusion-related fill malfunction, which was resolved after a pump restart, a successful dry run, and repeating the supply change with new consumables; a replacement infusion set was arranged. Symptoms included no reported clinical effects. Outcomes included no impact on health and no medical intervention or hospitalization. Investigation included troubleshooting and user education performed remotely. Investigation of this case revealed that the issue was reproducible with the initial supplies but resolved with new supplies, consistent with a transient occlusion or supply-related obstruction in the fluid path during fill. It was concluded, based on previously established findings for similar reports, that the cause was a user- or consumable-related obstruction during tubing fill that resolved with standard corrective actions.